Event description:
Healthcare professional later reported rupture.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient later reported left side capsular contracture baker grade unknown.

Manufacturer narrative:
Cont. H.6. Health effect f2203 imaging required; health effect clinical code -e172001 abscess. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events extrusion, infection (late onset), abscess, and drainage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "infection", "presenting prosthesis extrusion and secretion leakage¿, "local asepsis, the leakage of local secretion that presents yellow color, aspect of pus, and fetid odor continued" fi summary. With the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. During the trend review of all gel infection complaints for the period of (B)(6) 2021 through (B)(6) 2023, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Patient reported left side recall concern. Patient later reported "infection", "prosthesis extrusion, and secretion leakage" and "local asepsis, the leakage of local secretion that presents yellow color, aspect of pus, and fetid odor continued." The device was explanted.